Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Unit passed sleep current measurement, active current measurement and displacement test. Unit received this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed in pump history files due to j6 connector resistance issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by the medtronic indicated that the insulin pump had power error detected alarm. Customer stated that they were able to clear the alarm. Customer was able to rewind the insulin pump. Notification light did not stopped flashing immediately. Customer explained that the troubleshooting was done. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.